Event description:
It was reported that this insertable cardiac monitor (icm) was explanted because it was protruding from the patient's chest. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.